Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the seal remained inside the loader on the hs iii proximal seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The tension spring assembly and anchor tab were inside the tube of the delivery device. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was locked and white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).